Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. All the work was completed on patient identifier (B)(6). The reported complaint was based on the field evaluation. The fse determine that the issue was the third blue fiber port form the top on the core. Fse replaced the core. System has been programmed in accordance with the procedure. The system was tested and verified as ready for use. Isi has received the core part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi field service engineer while onsite performing troubleshooting. Investigation revealed error 45308 (high-resolution stereo viewer (hrsv) video output lost in ssc1-r) that occurred during the surgical procedure that may have been related to the reported complaint. Additional log reviews confirmed that system (B)(4) was used for a partial nephrectomy procedure on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the customer converted to a new surgeon side console after the start of the procedure due to one of the eyes in the console was black. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, no right eye in surgeon side console 1 (ssc) was noted. The operating room (or) staff contacted technical support to report the issue. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed system event logs and found error 45308 indicating that the high-resolution stereo viewer (hrsv) video output lost in ssc1-r. The tse asked the caller if they were able to power cycle the system and if they could try and get the monitor back up. The caller stated that he would ask the surgeon and ended the call. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering up the system. The issue first occurred during the procedure. The procedure was completed robotically after switching to another ssc. The field service engineer (fse) followed up and replaced the core in the vision side cart (vsc).

Manufacturer narrative:
Refer to the following sections for additional information: g3, g6, h2, h3, h6, h10. D14- intuitive surgical, inc. (Isi) received the core part involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported complaint of ¿only one eye in console¿; however, the error/fault was confirmed via error logs/system logs. The customer reported complaint: recoverable fault 45312. The core was installed and test on the printed circuit assembly (pca) test system. The system started up with good image, without any error. The unit ran 150 power cycles with this part, all passed with good image, the audio was loud and clear. The core remained on the test for 5 hours in normal operation, it performed without any error. When reviewing the remote error log at the site, there are 56 occurrences of error 45312, logged by the video blend lane (vbl) from both video slice (vsl) boards.

Event description:
Refer to h10/h11 for follow-up information.